Event description:
User facility reports one incident of a bond failure on the venous line pressure monitor. Due to potential for contamination, blood volume in the venous portion of the circuit was discarded resulting in ebl = 100cc. There was no pt injury or need for medical intervention reported. This MDR is filed for blood loss only.

Manufacturer narrative:
Evaluation of the returned samples indicates there may have been an insufficient weld. This is considered an isolated incident as no other similar reports have bee rec'd.